Event description:
The customer contacted baxter's service center regarding a system error 2367 and a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, it was found that the patient line had not been properly primed. The technical service representative (tsr) had the home patient (hp) the cycle the power to the hc and enter the alarm log. The hp stated a system error 2240 preceded the system error 2367. The tsr advised the hp to end therapy and to start over with all new supplies. The tsr assisted the hp to end therapy. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause for the reported system error 2240 alarm was determined to be the customer's reported incomplete prime. If additional relevant information is received, a follow-up will be submitted.